Event description:
It was reported that a patient with an implantable neurostimulator (pain stimulation implantable pulse generator and pain stimulation lead) needed an MRI of the knee but was unable to charge the implantable neurostimulator to place it into MRI mode. The patient reported that the recharger repeatedly displayed ¿reposition antenna¿ and that charging problems had been ongoing over time, including that the implantable neurostimulator would not stay charged very long and would lose charge rapidly. The patient stated they had not used the implantable neurostimulator for approximately 5 to 6 years and that the last charging attempt had been a while ago. MRI eligibility was reviewed and the lead on file indicated head-only MRI eligibility, and the patient reported they had previously been told by the representative and the implanting healthcare provider that the implant would be MRI compatible. The patient was advised to contact their prior clinic to obtain medical records and was redirected to their healthcare provider for further assistance, and a physician listing was emailed to the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.